Manufacturer narrative:
The customer has opted to not return the unit in for evaluation. However, they stated that they replaced the speaker and the unit still did not provide an audio tone. If additional information is made available, a supplemental report will be submitted.

Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone. There was no patient harm reported.